Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Description of event: once seen defect on pigtail tail, change to new stent and handover to ssn (B)(6).

Event description:
A supplemental report is being submitted due to completion of the investigation on 30-oct-2024.

Manufacturer narrative:
Device evaluation: the zso-7-7 device of unknown lot number involved in this complaint was not returned for evaluation. With the information provided, a document-based investigation was conducted. Image provided by customer; kinked pigtail appears to be on the 05th porthole on the tapered end of the stent. Manufacturing records review: prior to distribution zso-7-7 are subjected to a visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. Manufacturing records review could not be completed as the lot number is unknown. Historical data review: historical data was not reviewed as the lot number is unknown. Instructions for use and/label review: it should be noted that the instructions for use (ifu0045) states the following: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". The user is also advised in the precautions section that, "care must be exercised when straightening the pigtail curls* in order to avoid kinking or breaking the stent." There is no evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined. A possible root cause could be attributed to the kink occurring while the stent was being straightened as it was being loaded onto the wire-guide. Confirmation of complaint: the complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the initial reporter, defect on pigtail tail a definitive root cause could not be determined. A possible root cause could be attributed to the kink occurring while the stent was being straightened as it was being loaded onto the wire-guide. Confirmed quantity of 01 x prior to use device. There was no impact to the patient as this observation was made prior to patient contact. The complaint is confirmed based on customer and/or rep testimony.